Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure at less than rated burst pressure the balloon was ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid to distal right coronary artery. Furthermore, a 2.00mm x 15mm nc emerge balloon catheter and 10mmx3.00mm wolverine coronary cutting balloon were also used and ruptured.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6) e1-initial reporter address 1(B)(6)

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure at less than rated burst pressure the balloon was ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.